Event description:
Event description: per cnf, it was reported that: -event; the guidewire got stuck. -when did the event occur?; during insertion -what type of guidewire was used?; starter guidewire -if the guidewire was a bsc device, please indicate the lot or j-pos number; 8570348 -was a new guidewire used to continue the procedure? Or was the same guidewire used?; a new guidewire was used. -was the guidewire able to be removed normally?; no -was there any resistance while operating the guidewire?; yes -was the guidewire removed and inserted into the catheter several times?; no -what was the activated clotting time (act) when the guidewire was stuck?; more than 300 seconds. -please indicate the details about the circumstances leading to the occurrence of the event; a mild resistance was felt when inserting the guidewire, but it was continued, and when an attempt was made to deploy into a flower shape, the wire did not advance and got stuck, so the procedure was discontinued. Generator used: unknown ablation catheter used: unknown other used: unknown. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The ribbon broke right at the weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) warnings and precautions sections: · excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.